Manufacturer narrative:
As reported, a 5mm angioguard umbrella was first used to provide protection for subsequent balloon dilation and stent implantation. After the device was opened and flushed, the operator observed that the guidewire at the tip of the filter umbrella had an unusually large curvature compared with previously used devices. Multiple attempts were made to advance the device, but the curved guidewire prevented the filter from entering the target vessel. The device was withdrawn and attempts were made to reshape the wire, but this was unsuccessful. A replacement filter of the same size from the same manufacturer was used, and the procedure was completed successfully without any adverse outcomes. The product was stored, inspected, and prepared according to the instructions for use (IFU). The device packaging was intact. A non-sterile rx/5mm basket diameter/180cm was received inside a clear plastic bag. The device was unpacked for visual evaluation. The returned components included the capture and the ecgw system not inserted. The filter basket was deployed/expanded. The distal tip of the ecgw system was kinked and unraveled. The remaining components were not returned for analysis. No other outstanding details were observed on the returned part. The filter basket area was magnified using a vision system for microscopic evaluation, and no damage or anomalies were observed on the filter struts or membrane wall. The kinked and unraveled condition on the distal tip of the ecgw system was confirmed. The device was evaluated, and the distal tip of the ecgw system was observed to be kinked and unraveled. The exact cause of the observed condition could not be conclusively determined during the evaluation. The product analysis did not provide evidence to suggest that the reported event was related to the manufacturing or design process. The reported ¿distal tip (ecgw) ¿ unraveled/stretched¿ was observed during the product evaluation; however, the exact cause of the event could not be determined. Information for safety is provided in the product labeling to make users aware of applicable risks, precautions, and use-related considerations. According to the instructions for use (IFU), ¿guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment.¿ as reported, the operator observed an unusually large curvature at the guidewire tip after the device was opened and flushed, and multiple attempts were then made to advance the device; however, the curved guidewire prevented the filter from entering the target vessel. The device was withdrawn, attempts to reshape the wire were unsuccessful, and a replacement filter of the same size from the same manufacturer was used to complete the procedure successfully without adverse outcome. Based on the available information and product analysis, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.

Event description:
As reported, a 5mm angioguard umbrella was first used to provide protection for subsequent balloon dilation and stent implantation. After the device was opened and flushed, the operator observed that the guidewire at the tip of the filter umbrella had an unusually large curvature compared with previously used devices. Multiple attempts were made to advance the device, but the curved guidewire prevented the filter from entering the target vessel. The device was withdrawn and attempts were made to reshape the wire, but this was unsuccessful. A replacement filter of the same size from the same manufacturer was used, and the procedure was completed successfully without any adverse outcomes. The product was stored, inspected, and prepared according to the instructions for use (IFU). The device packaging was intact.